Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 3 was not detected on bus. A field service engineer replaced the flat flex cable, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.